Manufacturer narrative:
Other relevant device(s) are: product ID: a71200. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller was preparing for implant and upon interrogation with tablet, received validation error with code 00 01 00 bb. Caller attempted to interrogate ins a second time and received error but was able to continue and proceed with start usage. Caller exited the session and reinterrogated ins again and was able to successfully enterthe system without obtaining any errors. The troubleshooting steps that were taken on the call resolved the issue.